Manufacturer narrative:
The customer advised physio-control that the device has been permanently removed from service. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would no longer power on, even with a new battery. There was no patient use associated with the reported event.